Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient has had a legal counsel regarding their post implant pain and how the prescription the healthcare professional (hcp) prescribed is not helping with the pain. The patient is unhappy with the current situation due to the procedure pain and how it is hard for the patient to locate the ins to charge. The rep is scheduled to see the patient soon to help them find the device to charge. The patient also complained of swelling in the area of the incision. The rep already redirected them back to their hcp. This has been since implant. Additional information was received from a manufacturer¿s representative (rep). The rep reported that upon meeting the patient on (B)(6) 2019, it was discovered that the patient had been placing the recharging antenna over the spinal lead incision, not the battery incision that they had reviewed earlier. The rep reported that upon placing the recharging antenna over the ins, the patient was able to get excellent coupling for charging. The rep reported that the patient¿s post-operative pain wasn¿t resolved as of (B)(6) 2019. The rep noted that the patient left a message for her implanting physician on (B)(6) 2019 regarding medication to help with her post-procedure pain. The rep also reported that the patient¿s top spinal incision started to bleed as a result of her and 3 others moving the antenna over that area the day before. The rep reiterated to the patient to charge her ins only if the incision was healed per her healthcare provider (hcp). Additional information was received from the rep on (B)(4) 2019. The rep reported that the patient had been scheduled for revision surgery on (B)(6) 2019 to address the pain at the battery site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their post-operative wasn't resolved. No further com plications were reported.